Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information: caller needed to know material composition and if it needed to be completely retrieved. Medical affairs contacted provided material composition of bag.

Event description:
It was reported that the bag broke during the procedure. Unknown if broken pieces were retrieved.